Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button, strip, or usb cable insertion. The returned reader was de-cased and visual inspection on pcba ((printed circuit board assembly) was performed. Burn marks were observed on and above u9 component. An extended investigation was performed. A burn mark was observed on the returned reader. Therefore, the reader was forwarded to extended for further analysis. A visual inspection of the reader was performed with using of digital microscope and burn marks were observed on the radio frequency (rf) circuit, the printed circuit board assembly (pcba) and the q8 transistor. The observation of the burn mark in previous phase was confirmed. Glucose data readings would not give any indication of smoke, explosion or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured to be under the required specification. The returned battery was connected with a known good reader and was observed to be charging. A thermal camera was utilized to find any hotspots on the reader. A hotspot was observed on the power management component. The inputs and outputs of the u5 chip were measured in the reader test fixture. The lsctrl input of the u5 was out of specification. This input was transmitted by the input output (io) expander; therefore, testing on both components was performed. The i2c communication lines were measured to confirm that shared communication lines between the components were functional. Both the serial data line (sda) and the serial clock line (scl) were within specification ranges. The io expander was then swapped onto an out of box reader and both readers were able to turn on. The u5 chips were then swapped and the returned reader was able to turn on. Although the reader was able to turn on, the severity of the burn marks was consistent with damage from an external source. The battery was functional and there was no evidence of a non-approved adapter being used, this was consistent with another external source. The severity of the burn damage was consistent with exposure to external energy conditions beyond the intended operating environment. The u5 component alone did not supply sufficient power to account for the extent of the observed damage. Instead, both the location and magnitude of the damage indicated that electromagnetic energy was coupled into the rf matching network. Excessive energy input into a circuit designed for low-power operation which was resulted in significant heat generation, ultimately causing the observed component and pcb damage. This issue is not confirmed to use ¿ external factors. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.